Event description:
On (B)(6) 2024, we have been informed about an incident involving a dispersive electrode at (B)(6). A monitoring dispersive electrode [split electrosurgical neutral electrode] megadyne model rs271a30 and an erbe generator (model unknown) have been used. The initial report states "during a robotic hysterectomy procedure that the patient received a burn in the location of the sticky pad. Patient received a second or third degree burn. There is also a burn on the sticky pad its self. Patient was discharged with a wound care consult and a prescription for silvardene. The generator (erbe) never received any alarms that the pad was not working. It was found when the scissor (non- ethicon) was not working properly. The scissor (non-ethicon) was replaced but was still having an issue so the pad was checked and this is when the burn was discovered. Procedure was completed with another like device." Additionally we received on (B)(6) 2024 an FDA report (uf/importer report # 1900450000-2024-8017) referencing to the same megadyne incident specified above. The FDA report states that the "surgeon was performing robotic surgery. The surgeon noticed the monopolar scissor was not working correctly. The nurse changed out the scissor and the monopolar cord. The scissor still would not work appropriately. The nurse then looked at the megadyne neutral electrode pad on the patient's thigh. She saw that the thigh had a burn on it along with the pad. She removed it immediately. The machine never gave a visual or audible alert. The machine was lit up with all green lights like the pad was attached and working appropriately." No further details have been dsiclosed on the body type, whether the placement site was prepped, the orientation of the dispersive electrode relative to the surgical area, the duration of the procedure and the activation cycle despite repeated requests so far.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. We have requested further information, a questionaire to be completed and customer samples for testing but have received neither so far. We will provide a follow up report once we have received any additional information.

Event description:
On (B)(6) 2024, we have been informed about an incident involving a dispersive electrode at (B)(6) hospital. A monitoring dispersive electrode [split electrosurgical neutral electrode] megadyne model rs271a30 and an erbe generator (model unknown) have been used. The initial report states "during a robotic hysterectomy procedure that the patient received a burn in the location of the sticky pad. Patient received a second- or third-degree burn. There is also a burn on the sticky pad itself. Patient was discharged with a wound care consult and a prescription for silvardene. The generator (erbe) never received any alarms that the pad was not working. It was found when the scissor (non- ethicon) was not working properly. The scissor (non-ethicon) was replaced but was still having an issue so the pad was checked and this is when the burn was discovered. Procedure was completed with another like device." Additionally, we received on (B)(6) 2024 an FDA report (uf/importer report # (B)(4)) referencing to the same megadyne incident specified above. The FDA report states that the "surgeon was performing robotic surgery. The surgeon noticed the monopolar scissor was not working correctly. The nurse changed out the scissor and the monopolar cord. The scissor still would not work appropriately. The nurse then looked at the megadyne neutral electrode pad on the patient's thigh. She saw that the thigh had a burn on it along with the pad. She removed it immediately. The machine never gave a visual or audible alert. The machine was lit up with all green lights like the pad was attached and working appropriately." No further details have been disclosed on the body type, whether the placement site was prepped, the orientation of the dispersive electrode relative to the surgical area, the duration of the procedure and the activation cycle despite repeated requests.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. On (B)(6) 2024 the involved device was received in an open pouch. It was disinfected and then inspected. We also received two unused dispersive customer electrodes from the same lot number also in an open pouch. Reviewing the involved customer sample it shows a burnt spot in the right top corner when viewed to the gel side connecting tab up. The burnt spot is about 3x5cm in size. Judging the burnt spot, we assume at least a 3rd degree burn must have happened. Due to the burn residues in the gel and the gel dry-out caused by the long storage from since the incident had happened on (B)(6) (when the involved device was received), an electrical test or an adhesive strength test of the involved sample was no longer possible. A visual inspection of the returned customer defibrillation electrode sets showed no obvious damage. Afterwards an electrical test and an adhesive strength test was performed on the customer samples from the same lot number. All tested customer electrodes were within limits, no failure could be detected. We have tried several times to obtain further information and a filled in questionnaire. The first request was send on: (B)(6) 2024. Reminders have been sent on: - (B)(6), 2024. - (B)(6) 2024. - (B)(6) 2025. We have received on (B)(6) 2025 the feedback: "we have sent the adverse event questionnaire to the client; however, we did not receive a response from them after three attempts." As no further information was available despite repeated requests no conclusion can be drawn what might have caused the claimed failure. Since information is missing, we only could speculate if the dispersive electrode has been placed correctly on the patient and the activation cycles have been followed. The IFU states: "align the neutral electrode so that one of its long sides is closest to the surgical site. For electrosurgical generators, which are equipped with the system to monitor the neutral electrode contact quality as well as a system to monitor an even current distribution across both conductive surfaces of the neutral electrode, the split electrode must be aligned so that the split is pointing towards the surgical site, otherwise alarms may be triggered. - apply the neutral electrode to the prepared area of skin, starting with one corner, and applying even pressure over the entire surface without stretching the skin or the electrode. Prevent the emergence of air bubbles or skin folds beneath the electrode. Gently rub your hand over the electrode to ensure good contact of the entire adhesive surface to the skin." Further on the IFU states the product limitations:"· exceeding the following limitations may overload the neutral electrode with current. This may result in a patient burn despite a fully and correctly applied neutral electrode and an activated contact quality monitoring system. · these neutral electrodes are designed for use during conventional monopolar electrosurgical procedures. · during non-conventional procedures (e.g. High current mode) involving high electrical currents, long activation periods, or both (e.g. Tissue ablation, tissue vaporization, or procedures involving the application of a conductive rinsing fluid to the surgical site), there is a risk of inflicting burns on the patient. For such procedures, consult the generator and accessory manufacturers' instructions, in particular regarding limitations of activation time. Use additional neutral electrodes when indicated. (...) These neutral electrodes for adults are only intended for use on patients weighing more than 15 kg (33 lbs). Restrict the duration of activation to a maximum of 60 seconds within each 2 minute period. During conventional procedures on patients weighing more than 15 kg (33 lb), [according to iec 60601-2-2:2017] only split neutral electrodes may be used." We therefore consider the investigation and the report closed.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. We have requested further information, a questionaire to be completed and customer samples for testing but have received neither so far. We will provide a follow up report once we have received any additional information.

Event description:
On november 25th, 2024, we have been informed about an incident involving a dispersive electrode at (B)(6) hospital. A monitoring dispersive electrode [split electrosurgical neutral electrode] megadyne model rs271a30 and an erbe generator (model unknown) have been used. The initial report states "during a robotic hysterectomy procedure that the patient received a burn in the location of the sticky pad. Patient received a second- or third-degree burn. There is also a burn on the sticky pad itself. Patient was discharged with a wound care consult and a prescription for silvardene. The generator (erbe) never received any alarms that the pad was not working. It was found when the scissor (non- ethicon) was not working properly. The scissor (non-ethicon) was replaced but was still having an issue so the pad was checked and this is when the burn was discovered. Procedure was completed with another like device." Additionally, we received on november 25th, 2024, an FDA report (uf/importer report # (B)(4)) referencing to the same megadyne incident specified above. The FDA report states that the "surgeon was performing robotic surgery. The surgeon noticed the monopolar scissor was not working correctly. The nurse changed out the scissor and the monopolar cord. The scissor still would not work appropriately. The nurse then looked at the megadyne neutral electrode pad on the patient's thigh. She saw that the thigh had a burn on it along with the pad. She removed it immediately. The machine never gave a visual or audible alert. The machine was lit up with all green lights like the pad was attached and working appropriately." No further details have been disclosed on the body type, whether the placement site was prepped, the orientation of the dispersive electrode relative to the surgical area, the duration of the procedure and the activation cycle despite repeated requests so far.